Manufacturer narrative:
Images were sent to gore imaging services for evaluation. Per the evaluation images provided are post-implant computed tomography (cta) dated (B)(6) 2019. There appears to be imh present from the proximal dta to the proximal end of the implanted graft. There appears to be a dissection proximal to the implanted graft. The proximal aspect of the graft appears to be in an angle portion of the aorta.

Event description:
On (B)(6) 2019, this patient underwent an endovascular repair of an abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. At the final angiography, a type ii endoleak was confirmed. The index procedure was completed without any other issues. At the follow-up computed tomography (cta) dated (B)(6) 2019, before discharge, a retrograde type a aortic dissection (rtad), the rtad was suspected. Rtad was reported by the radiologist. The entry of rtad was observed from the left proximal side of the main body stentgraft. According to the operating physician (dr. (B)(6)), a type b dissection was confirmed, but unable to confirm whether the dissection had progressed to type a. The physician could not determine the root cause of the event. The date of onset of dissection is unknown. The physician commented that the proximal side of the main body was located at the bended patient neck. The stress caused by stentgraft might be a cause of this event. It was reported that it is a thrombosed type aortic dissection and the patient has no symptoms. The patient is being monitored without any additional treatment at this moment.

Manufacturer narrative:
Addition h6: code 213--the review of the manufacturing paperwork verified that this lot met all pre-release specifications. Addition h6: code 22-the gore® excluder® aaa endoprosthesis instructions for use (IFU) states that adverse events that may occur and/or require intervention include, but are not limited to endoleak and vascular trauma.